Event description:
According to the reporter, the device is displaying the service wrench icon and has a fault code in device memory that relates to the biphasic energy circuitry and indicates a possible failure of the device to deliver the expected level of energy.

Manufacturer narrative:
The customer declined an offer of service from physio-control, and indicated the facility will replace the device with another AED.